Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported expanding right common iliac artery was unconfirmed. The secondary endovascular procedure was confirmed. Additionally, clinical assessment determined that there was evidence to reasonable suggest type 1b endoleak from right iliac artery occurred that were not included in the event as reported. Device, user, procedure or anatomy relatedness of this event could not be determined due to lack of relevant medical images; however, it should be noted that the initial procedure was an off-label case due to use of afx with ovation devices and could have contributed to this event. The final patient status was reported being stable. The device remains implanted; therefore, a device evaluation cannot be completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft and afx suprarenal extension, and four (4) ovation ix iliac limb; off-label case due to use of afx with ovation devices. Approximately three (3) years post initial procedure, the patient presented at routine follow-up with an expanded right common iliac aneurysm (rcia). The physician elected to treat the patient by coiling and extending with an additional ovation ix iliac limb. The patient is reportedly doing well. As of date, there have been no additional patient sequelae reported. Subsequent to the initial report, clinical assessment determined that there was evidence to reasonable suggest type 1b endoleak from right iliac artery occurred that were not included in the event as reported.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft and afx suprarenal extension, and four (4) ovation ix iliac limb; off-label case due to use of afx with ovation devices. Approximately three (3) years post initial procedure, the patient presented at routine follow-up with an expanded right common iliac aneurysm (rcia). The physician elected to treat the patient by coiling and extending with an additional ovation ix iliac limb. The patient is reportedly doing well. As of date, there have been no additional patient sequelae reported.